Event description:
The husband of a female patient contacted lifecor customer support to report that her electrode belt had a split jacket at the connection to the monitor. The territory manager replaced the electrode belt and found that one of the battery packs would not lock into the monitor. He replaced the battery pack.

Manufacturer narrative:
Electrode belt 2005. Battery pack 2006. Device evaluation summary: device evaluations of electrode belt and battery pack have been completed. The reported problem was confirmed. The cause of the battery pack not fitting into the monitor snuggly was due to a damaged locking tab on the battery pack. The battery pack was repaired. Then it was retested and restocked. The roto cause of the broke locking tab cannot be positively identified but was likely due to a slight connector misalignment when the battery pack was inserted into either the monitor or the battery charger. Electrode belt did have a split cable jacket, but was functionally operational. It was repaired, retested and restocked. No adverse event resulted from the damaged battery pack. The patient received a replacement battery pack and electrode belt.